Event description:
Dealer called in to report the end user was is in the hospital. Dealer stated that the end user is alleging the chair threw her out of it. Dealer was going out to the patients residence to change out the joystick due to some issues with the joystick speeding up and slowing down. Unspecified injury.